Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires/adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed and missing. The root cause for severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and the patient was experiencing frequent "adjust belt" messages.